Manufacturer narrative:
The insulin pump was received with a blank display due to battery tube connector not having been plugged in properly. The weak battery alarm could not be verified due to the blank display. The insulin pump was received with a minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump had a blank display and alarmed weak battery. The blood glucose reading was 274 mg/dl, which was treated with manual injections. The customer advised that the high blood glucose was a result of the device having shut off, and she declined troubleshooting for high blood glucose. She reported that the issue was occurring after she had already received a replacement battery cap previously. Advised replacement of the insulin pump. Nothing further reported.